Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, instability, elevated levels of chromium and cobalt in blood, swelling, bursitis, lack of mobility and/or metallosis after asr hip implant. Update: 3/5/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: pain; elevated cobalt and chromium levels; grayish stained tissue; metallosis; gray-tinged fluid; metallosis wear; loose acetabular component; trunnion corrosion and wear; notching in the posterior aspect of the trunnion at its thickest portion due to impingement as the socket changed position; socket did not appear to ingrow. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had pain, instability, elevated levels of chromium and cobalt in blood, swelling, bursitis, lack of mobility and/or metallosis after asr hip implant.